Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the plastic part of the 8 mm permanent cautery spatula (pcs) instrument's distal tip was broken. This is what holds the tip onto the instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The clevis does not show abrasions or scratches on the outer surface. There might be missing pieces from the proximal clevis, but the size cannot be confirmed. Components adjacent to the broken clevis do not show damage. Common causes of the failure mode broken instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.